Event description:
It was reported that during set-up it was obseved that the motor device was leaking air from an unknown location. There were no delays to a scheduled surgical procedure as an identical spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).